Manufacturer narrative:
The investigation is on-going. Further information will be available in the next expected report. The UDI has not yet been provided.

Event description:
It was claimed that the pump power cord had exploded and the wire snapped in half. The hospital electrician checked all of the sockets on the wall and attributed this to a fault with the cable and pump. Sparks were coming from the power cord. There was no indication regarding the patient involvement. No injury was claimed. The hospital's electrician was trying to repair the broken power cable on its own using the electrical tape. It is unknown if the sparks were visible before the hospital's electrician repair or after.

Manufacturer narrative:
Arjo was informed about a damaged power cable from the auralis pump. It was reported that the pump power cord had exploded and the wire snapped in half (cable was split in two). The details on how the damage occurred are unknown. There was no indication regarding the patient involvement. No injury was claimed. The hospital electrician was trying to repair the broken power cable on its own using the electrical tape. It is unknown if the sparks were visible before the hospital electrician repair or after. The equipment was swapped out a few hours after the event. The reported flashes, bangs and sparks occurred as a result of the damage of the power cable. Complaint details suggest that the power cord was getting caught up in the bed rails and that the cable management system to secure the power cable, was not used. The auralis instruction for use (IFU - 04.ai.00en) states: "the power cable must be positioned in the cable management on the left side of the mattress." This document describes and provides graphical images showing the cable management and instructions on how the power cord should be positioned using the cable management. Apart from using the cable management system, the cable position should be checked to avoid collision with bed moving parts. Arjo device failed to meet its specifications since sparks were coming from the power cord. The device was not used for the patient treatment during the event. The complaint was decided to be reportable due to allegation that the sparks were coming from the power cord. No injury was sustained. UDI: (B)(4) the device is distributed outside the us and no gudid information exists.

Manufacturer narrative:
The investigation is ongoing. Supplemental report will be provided once the conclusion is available.